Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found the primary failure of instrument grip tip - broken to be related to the customer complaint. During the visual inspection, the instrument was found to have the tip broken from one of the grips. The broken piece was not returned with the instrument. Components adjacent to this broken grip do not show damage. The complaint regarding a broken jaw was confirmed by failure analysis.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument. Had a broken jaw. There was no report of patient involvement.